Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caregiver states the foot board on the lift is cracked and needs replaced.